Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 2 previously reported events are included in this follow-up record. Product return status 2 devices were received. Event confirmation status 2 reported events were confirmed. Evaluation results 1 device was found to be affected by a broken package. 1 device was found to be affected by a manufacturing process issue.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device had debris in sterile package. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 2 events were reported for this quarter. Product return status 2 device investigation type has not yet been determined. Additional information 2 devices were labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes 2 malfunction events in which the device had debris in sterile package. 2 events had patient involvement; no patient impact.